Manufacturer narrative:
B5: during follow up, it was stated that the disconnection resulted in a fluid spill. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter connector (patient connector) of a peritoneal dialysis (pd) transfer set ¿came off¿ from the titanium adapter. This occurred during use of the device for peritoneal dialysis (pd) therapy. It was further reported that the transfer set "came unthreaded¿. To resolve this issue, the transfer set was replaced, and the patient received antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.